Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of tissue in 213 cassettes from 115 patients using a 13 hour xylene protocol. On (B)(6) 2015, leica biosystems received information that: "115 patients are affected in the run from (B)(6) 2015 until 07:00am on (B)(6) 2015, currently at least one (1) lymphoma (needle biopsy) could not further diagnosed and a lymfnode excision is advised". The complainant has been requested to provide an identifier; and the age and gender of the patient involved. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 13 uur xyleen" protocol started in retort a at 16:39pm on (B)(6) 2015, which completed successfully at 07:00am on (B)(6) 2015. This protocol comprised 213 cassettes, based on data entered by the user. Evaluation of the instrument logs by the manufacturer found that a user drained retort a at 06:53am on (B)(6) 2015; and the retort was unlocked by a user at 06:58am on (B)(6) 2015, which is 24 hours after completion of the "factory 13 uur xyleen" protocol started in retort a at 16:39pm on (B)(6) 2015, from which sub-optimal tissue processing was reported by the complainant. As a consequence, the tissue samples remained in the retort covered with hot wax at 65 degrees centigrade for approx 24 hours. Investigation of this complaint found that the instrument operated within spec during execution of the "factory 13 uur xyleen" protocol started in retort a at 16:39pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant could not be unequivocally determined from the info available. However, it is considered that leaving the tissue samples in hot wax for an extended period of time may have been a contributing factor to the sub-optimal tissue processing reported by the complainant.

Event description:
On june 29, 2015, leica biosystems was advised that the lymph node needle biopsy, which was previously advised, is still required. As of july 3, 2015, the patient details requested have not been provided.